Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 22 mm amplatzer amulet left atrial appendage occluder was selected for implant using an unknown delivery sheath for a left atrial appendage (laa) closure. During the procedure, heparin was administered. The device was implanted. At the one-year follow-up, a globular device related thrombus was noted on transesophageal echocardiogram (tee). The patient was on dual antiplatelet therapy (dapt) and will be prescribed oral anticoagulant (oac) therapy. The patient status was stable.